Event description:
Foley catheter was placed in patient. When the balloon was deflated and removed from patient, cuffing was present that caused discomfort for the patient. We had a problem with the foleys earlier and we contacted bard. They gave us instructions to discontinue the practice of inflating the balloon prior to insertion. We re-educated staff and changed the practice, however the cuffing and discomfort with removal continued. We discarded all foleys from these lots and the problem continued with the new lots. The company told us it was a problem with our technique. We decided to change the brand of foley we were purchasing and to discontinue using bard. We have done this and have not had any further problems. The change happened a few months ago.